Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected devices were not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Multiple asahi and non-asahi products were used in this study; however, how each mentioned product had caused or contributed to adverse events was unable to be determined based on the limited written information. Referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with these events. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] ~ damage to a vessel, including possible vessel perforation ~ vessel dissection ~ cardiac tamponade due to vessel perforation ~ thrombus.

Event description:
It was reported through literature that asahi products: rg3 guide wire, corsair microcatheter, sion guide wire, sion blue guide wire, sion black guide wire, fielder xt guide wire, fielder xt-a guide wire, fielder xt-r guide wire and suoh 03 guide wire might have caused or contributed to adverse events such as vessel perforation. Publication: jacc: cardiovascular interventions vol. 10, no. 15, 2017 title: retrograde chronic total occlusion percutaneous coronary intervention through ipsilateral collateral channels. Excerpt: methods: patient population. All patients undergoing attempted retrograde cto pci through ilcs at the 6 participating centers between september 2011 and october 2016 were retrospectively included. All procedures were indicated according to the presence of angina, ischemia, or both and were performed electively (ad hoc pci was discouraged) by experienced operators (>150 retrograde cto pcis overall or >40 retrograde cto pcis per year). The use of the retrograde approach in our study followed the hybrid algorithm. As such, it was chosen in case of: 1) proximal cap ambiguity; 2) poor distal target; or 3) presence of interventional collateral channels. Baseline, procedural, and hospitalization data were recorded. All subjects gave informed consent for the procedure, and because of the retrospective nature of the registry, the requirement for ethics committee approval was waived. Definitions. Procedural complications and in-hospital adverse events included procedure-related death, procedure related stroke, periprocedural type 4a mi, stent thrombosis, need for urgent revascularization, major bleeding (bleeding requiring transfusion, vasopressors, surgery, or percutaneous intervention), vascular complications, myocardial ischemia due to collateral channel injury or obstruction requiring interruption of the procedure, coronary perforation requiring intervention (coil embolization, covered stent implantation, pericardiocentesis, or surgery), and contrast-induced nephropathy (increase in serum creatinine >25% or >0.5 mg/dl at 48 h postprocedure). Results: clinical characteristics. During the study period, a total of 1,670 cto pcis were performed at the 6 participating centers. In 721 (43%) of these, the retrograde approach was used. Among retrograde cases, ilcs were used in 126 patients (17%), who represented the study population. Table 1 shows the clinical characteristics of this cohort. The mean age was 65.7 ?} 11.2 years, and 90% of patients were male. Cardiovascular risk factors and comorbidities were highly prevalent. In particular, the prevalence of diabetes was 37%, 48% of patients had experienced prior mi, and 21% had previously undergone coronary artery bypass grafting. Moderate to severe angina was present in 45%. Left ventricular ejection fraction was mostly normal (52.3 ?} 12.7%). The most frequent indication for cto pci was angina. Procedural data. The retrograde approach was chosen as first intention in 18 patients (14%) and as bailout following failed antegrade techniques in 108 subjects (86%). Table 3 displays the procedural data of our cohort. At least 1 femoral access was used in the majority of cases (87%). In 80% a single guiding catheter was used, whereas in 20% the ping-pong technique with 2 catheters was used. Large guiding catheters ([?]7 f) were used in 90% of cases as the initial approach. When the ping-pong technique was performed, a 6-f guiding catheter was used in 7 cases (28%), a 7-f guiding in 16 (64%), and an 8-f catheter in 2 (8%). The corsair microcatheter (64%) and the sion family of guidewires (90%; both by asahi intecc, nagoya, japan) were most frequently used to navigate the ilcs. There were no differences with regard to wire or microcatheter use between epicardial and septal collateral channels. The operator could advance a retrograde wire to the distal cap through an ilc in 81% of cases. Externalization was most commonly performed using the conventional technique (e.g., using an rg3 guidewire; asahi intecc). Clinical outcomes. Procedural complications and in-hospital adverse events are outlined in table 4. Tamponade was diagnosed and treated in 5 patients overall: in 3 patients (2.4%), this was due to ilc perforation, whereas in 2 cases (1.6%), it was related to target cto vessel perforation. Major perforation requiring intervention was observed in 7 ilc patients (5.6%), and in 3 other patients (2.4%), it involved the target cto vessel. No case of ischemia causing st segment elevation due to collateral channel damage or obstruction was observed during the procedure. Biochemical evidence of periprocedural mi was diagnosed in 7.1%; in all but 1 case, this was an asymptomatic event with no clinical consequences. One patient presented with symptomatic periprocedural st-segment elevation mi and urgent need for reintervention because of acute occlusion of the lad following retrograde extension of a dissection 1 hour after successful proximal circumflex cto recanalization with reverse controlled antegrade and retrograde subintimal tracking through a diagonal-to-marginal ilc. The patient underwent successful additional stenting of the left main and lad. One patient died because of presumed aortic dissection. This 27-year old man had been diagnosed with an unspecified connective tissue disease before cto pci. During the index procedure, he experienced multiple coronary dissections. These dissections were observed following nontraumatic guiding catheter engagement in both the rca and the lad (target cto vessel) and required the implantation of a total of 11 stents. After successful lad recanalization through a marginal-to diagonal ilc, the patient was admitted to the coronary care unit, where a few hours later he experienced chest pain with subsequent cardiac arrest. No echocardiographic signs of tamponade were observed. Electrocardiographic monitoring before cardiac arrest did not show st-segment changes. Resuscitation efforts proved unsuccessful, and consent to perform an autopsy was denied by the family. Therefore, the most likely cause of death was judged to be subacute aortic dissection in the context of connective tissue disease. Other complications included contrast-induced nephropathy (n = 2), vascular complications (n = 3), and major bleeding (n = 3). Table 1 baseline clinical characteristics (n = 126), age (yrs) --- 65.7 ?} 11.2, male --- 113 (90), body mass index (kg/m2) --- 28.9 ?} 4.7, diabetes --- 46 (37), dyslipidemia --- 101 (81), hypertension --- 105 (84), current smoker --- 64 (51), prior myocardial infarction --- 61 (48), prior pci --- 85 (67), prior coronary artery bypass graft --- 26 (21), peripheral arterial disease --- 29 (23), prior stroke --- 6 (5), chronic kidney disease --- 20 (16), egfr (ml/min/1.73 m2) --- 84.4 ?} 27.2, left ventricular ejection fraction (%), 52.3 ?} 12.7, ccs angina class 3 or 4, 57 (45), indication for cto pci, symptoms --- 70 (56), silent ischemia, 30 (24), heart failure, 14 (11), acute coronary syndrome, 3 (2), other (e.g., ventricular tachycardia), 9 (7). [Values are mean ?} sd or n (%).]. Table 2 angiographic characteristics (n = 126), number of diseased vessels, 2.3 ?} 0.8, target vessel cto, left anterior descending coronary artery, 49 (39), circumflex coronary artery, 53 (42), right coronary artery, 24 (19), in-stent cto, 5 (4), blunt stump, 88 (70), moderate or severe calcifications, 46 (37), >45? Bending, 45 (36), lesion length >20 mm, 77 (61), retry, 44 (35), j-cto score, 2.36 ?} 1.13, j-cto score, over 2 99 (79), proximal cap ambiguity, 86 (68), ostial cto, 14 (11), distal cap at bifurcation, 47 (37), good distal landing zone, 76 (60), collateral degree (werner), cc0, 5 (4), cc1, 86 (69), cc2, 34 (27), epicardial/septal, 96 (76)/30 (24), anatomy of the ipsilateral collateral channels, see figure 1 collateral tortuosity, mild, 65 (52), moderate, 54 (43), severe ("corkscrew"), 7 (6), mcentegart cc score, 3.71 ?} 1.30, [values are mean ?} sd or n (%).], table 3 procedural data (n = 126), vascular access femoral and femoral --- 61 (48), femoral and radial --- 47 (37), radial and radial --- 1 (1), single femoral --- 2 (2), single radial --- 15 (12), one guiding/ping-pong technique --- 101 (80)/25 (20), size of the guiding catheter used for the initial approach (f), 6 --- 13 (10), 7 --- 68 (54), 7.5 --- 2 (2), 8 --- 43 (34), size of the second catheter (f), 5 --- 2 (3), 6 --- 31 (47), 7 --- 28 (42), 8 --- 5 (8), guidewire used to cross the collateral channel sion/sion blue/sion black --- 114 (90), fielder xt/fielder xt-a/fielder xt-r --- 11 (9), suoh --- 1 (1), microcatheter used to cross the collateral corsair --- 81 (64), finecross --- 28 (22), turnpike/turnpike lp --- 14 (11), others --- 3 (2), tip injection performed --- 68 (54), mother-and-child catheter --- 10 (8), retrograde guidewire advanced to distal cap through an ipsilateral collateral vessel --- 102 (81), intravascular imaging --- 34 (27), externalization technique, conventional (e.g., rg3) --- 73 (80), tip-in --- 8 (9), rendez-vous --- 6 (7), snaring --- 4 (4), final crossing technique, retrograde true to true --- 46 (36), reverse cart --- 40 (32), kissing wires --- 12 (9), antegrade true to true--- 6 (5), parallel wires--- 6 (5), ivus-guided antegrade re-entry--- 1 (1), failure --- 15 (12), [values are n (%) or mean ?} sd.]. (This refers to the diagnostic or guiding catheter used for contralateral injection (when the latter was performed) or to the second guiding catheter used for the ping-pong technique.). (After retrograde failure. Reasons for retrograde failure and use of bailout antegrade techniques include failure to wire the collateral vessel (n = 11) and failure to advance the microcatheter over the guidewire through the collateral vessel (n = 2).). Table 4 procedural complications and in-hospital adverse events (n = 126). Tamponade due to ilc perforation --- 3 (2.4), tamponade due to target cto vessel perforation --- 2 (1.6), ilc perforation with need for intervention --- 7 (5.6), coil embolization --- 4 (3.2), fat embolization and pericardiocentesis --- 1 (0.8), prolonged balloon inflation and pericardiocentesis --- 1 (0.8), pericardiocentesis only* --- 1 (0.8), target cto vessel perforation with need for intervention --- 3 (2.4), covered stent implantation --- 1 (0.8), covered stent implantation and pericardiocentesis --- 2 (1.6), ilc damage --- 15 (11.9), other collateral damage --- 7 (5.6), ischemia due to collateral channel damage/obstruction --- 0 (0), periprocedural myocardial infarction --- 9 (7.1), death --- 1 (0.8), stroke --- 0 (0), urgent revascularization --- 1 (0.8), contrast-induced nephropathy --- 2 (1.6), vascular complications --- 3 (2.4), major bleeding --- 3 (2.4), stent thrombosis --- 0 (0), [values are n (%).]. (*tamponade a few hours after the procedure. No clear source of perforation was observed on either the final coronary angiogram of the cto pci or the emergent coronary angiogram that was obtained after tamponade was treated. This case was considered a delayed-onset and self-limited ilc perforation.). Rg3: MFR report#: 3003775027-2026-00008, corsair: MFR report#: 3003775027-2026-00009, sion: MFR report#: 3003775027-2026-00010, sion blue: MFR report#: 3003775027-2026-00011, sion black: MFR report#: 3003775027-2026-00012, fielder xt: MFR report#: 3003775027-2026-00013, fielder xt-a: MFR report#: 3003775027-2026-00014, fielder xt-r: MFR report#: 3003775027-2026-00015.